Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure, bald spots on the textured shell of the posterior surface and moderate yellowing. The device was unable to be weighed. Upon device inspection, a small rupture spanning from the lower right of the anterior surface to the lower left of the posterior surface was found. Balding areas were identified. A pinhole rupture was found on the upper left side of the posterior surface. Delamination was observed. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. Optical microscope images were taken of the area. The observed result of mechanical testing was 405% for ultimate elongation and 4.9 (lbf) for ultimate break force. The cause of the shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.